Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient who underwent breast augmentation revision with two 450cc mentor memorygel breast implants, suffered left breast capsular contracture; baker grade IV, and bilateral ptosis post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2019 with the following devices: (left) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7735387 sn: (B)(4) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 7735387 sn: (B)(4). This medwatch form is for the right breast prosthesis.